Event description:
It was reported that during a procedure with this greenlight moxy fiber optic, the fiber broke. The procedure was completed with a new fiber with no reported complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber did not confirm a rupture of the fiber as reported clinically. However, analysis did identify a glue failure as the microscopic test identified that the glass cap was rotating independently of the metal cap. The observed condition of a glue failure is understood to be caused by heat accumulation at the fiber tip during the procedure. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber damage and reported event of fiber break. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a procedure with this greenlight moxy fiber optic, the fiber broke. The procedure was completed with a new fiber with no reported complications.